Event description:
It was reported that the patient experienced severe visual disturbance following implantation of the intraocular lens in 2008. Reportedly, the patient was very unhappy with their intermediate vision. The patient further reported that her dry eye symptoms took over one (1) year to resolve. The lens remains implanted at the time of the report.

Manufacturer narrative:
The actual date of event is unknown; only the year 2008 was provided. (B)(6). (B)(4) - intraocular lens. The intraocular lens (iol) remains implanted. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.